Event description:
It was reported by the customer, after a microbiological routine culture on the gastrointestinal videoscope, an unexpected contamination was detected. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The results were not provided. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with aniosyme x3 detergent, asept inmed brushes (model # 201790), and infineed health dry sterile brushes (model # broseco30). The scope was manually disinfected with a swab and aniosyme x3. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disenfectant. The customer stored the scope horizontally in a plasma typhoon cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the reporter. The biopsy channel on the scope tested positive for fifteen (15) colony forming units (cfus) of various microorganisms.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the reporter. See updated sections b3, b5, d9, and h6.